Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012: the patient underwent an MRI due to low back pain which showed l5-s1 degenerative disc disease with disc bulging as well as segmental instability. On (B)(6) 2012: the patient was preoperatively diagnosed with discogenic back pain at the l5-s1 level, l5-s1 segmental instability and degenerative disc disease and underwent the following procedures: l5-s1 anterior lumbar interbody fusion and plate fixation, bone morphogenic protein. The patient also underwent retroperitoneal exposure for anterior lumbar interbody fusion for the l5-s1 level and assistance with anterior lumbar interbody fusion at the l5-s1 level. No patient complications were reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.